Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all new admitted patients was not crossing over to multiple machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the device used in the incident, it was determined that newly admitted patients did not transfer to multiple machines. A technical support specialist dialed into the server and founds no issues. The system functioned as expected after the specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all new admitted patients was not crossing over to multiple machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.